Event description:
It was reported that a posey bed-acute care/long term care model 8050 the zipper will not hold the teeth together. No specifics on the location. Inspection shows that there is damage to the canopy that could potentially cause or contribute to a pt injury.

Manufacturer narrative:
Evaluation codes: results: the large front window the zippers slider body is open. On the front side of the canopy the top ridge has four 1 inch holes in it. The mattress envelope has 1 inch broken stitches, and the drainage port on the start and end portion has a 5 inch vinyl tear. Large back side window the zippers slider body is open. The drainage port has a 1 inch tear at the end of the drainage port zipper and the cover loop is missing.